Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was hospitalized due to high blood glucose. The blood glucose reading was 401 mg/dl. The patient was not treated at the medical facility however. The customer was advised that it was possible that insulin was the issue. The patient was advised to monitor the blood glucose carefully. No further information was provided.